Event description:
A patient contact reported to fresenius customer service that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was an inferred allegation the patient¿s hospitalization was related to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for dyspnea and hypoxia due to fluid overload and pulmonary edema caused by poor ultrafiltration during ccpd therapy on the liberty select cycler at home. Additional hospitalizations for fluid overload (as reported in the intake) could not be confirmed as there were no other records in the outpatient clinic for hospital admissions due to fluid overload. It was affirmed the patient does not have compliance issues with their pd prescription; however, it was determined pd therapy is no longer viable due to the patient¿s worsening condition and deteriorating health. During this hospitalization, pd therapy was discontinued as it was determined pd was no longer effective renal replacement therapy for this patient. The patient received a central vascular catheter in favor of hemodialysis (hd) therapy on a hospital provided hd machine (unknown brand and model) for the duration of this admission. The patient underwent cardiac testing as cardiac disease was suspected and was a probable contributor the patient¿s fluid overload. The patient had a difficult hospital course and was intubated and placed on mechanical ventilation during this admission. The patient was extubated and discharged to home on (B)(6) 2021. It was confirmed the patient¿s fluid overload, pulmonary edema and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient¿s health continues to decline as they continue hd therapy on an in-center basis post-discharge. The patient was scheduled for a fistula graft procedure for hd access on (B)(6) 2021.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the patient¿s fluid overload, pulmonary edema and ccpd therapy utilizing the liberty select cycler. The cause of the patient¿s fluid overload and pulmonary edema can be attributed to poor response to pd therapy, caused by the patient¿s worsening condition and deteriorating health as reported by a medical professional. It is well known pd patients may develop ultrafiltration failure leading to fluid overload and pulmonary edema after multiple years of pd therapy. Additionally, the cause of fluid overload in pd patients is multifactorial and may be caused by a declination in renal residual function. Therefore, the liberty select cycler can be excluded as a root cause of this event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
A patient contact reported to fresenius customer service that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was an inferred allegation the patient¿s hospitalization was related to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for dyspnea and hypoxia due to fluid overload and pulmonary edema caused by poor ultrafiltration during ccpd therapy on the liberty select cycler at home. Additional hospitalizations for fluid overload (as reported in the intake) could not be confirmed as there were no other records in the outpatient clinic for hospital admissions due to fluid overload. It was affirmed the patient does not have compliance issues with their pd prescription; however, it was determined pd therapy is no longer viable due to the patient¿s worsening condition and deteriorating health. During this hospitalization, pd therapy was discontinued as it was determined pd was no longer effective renal replacement therapy for this patient. The patient received a central vascular catheter in favor of hemodialysis (hd) therapy on a hospital provided hd machine (unknown brand and model) for the duration of this admission. The patient underwent cardiac testing as cardiac disease was suspected and was a probable contributor the patient¿s fluid overload. The patient had a difficult hospital course and was intubated and placed on mechanical ventilation during this admission. The patient was extubated and discharged to home on (B)(6) 2021. It was confirmed the patient¿s fluid overload, pulmonary edema and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient¿s health continues to decline as they continue hd therapy on an in-center basis post-discharge. The patient was scheduled for a fistula graft procedure for hd access on (B)(6) 2021.